Manufacturer narrative:
Device was initially received for the complaint that did not maintain date and time and the event occurred during testing. During investigation found the device's air detector was damaged. This malfunction makes the event reportable. The complaint was confirmed during the review of event log. The review of service history found that there was no indication that the complaint was related to a service of the device within the review period. The visual and functional testing was performed. The probable root cause was defective printed wiring assembly (pwa). The air detector was replaced. The dso seal was replaced as a preventative measure. The downstream occlusion (dso) / upstream occlusion (uso) sensor calibration was performed. The unit pass all testing criteria during performance verification testing. The software was updated and the unit reset to standard configuration.

Event description:
It was reported that did not maintain date and time and the event occurred during testing. During investigation found the device's air detector was damaged. This malfunction makes the event reportable. There were no patient involvement and adverse event reported.